Event description:
It was found while setting up the room for a breast biopsy that an l3-002 error code was received and found physical damage to the cable. The case today will be cancelled and will be rescheduled at a later date. No pt consequence was reported.

Manufacturer narrative:
Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer's complaint and found both green and blue cables were damaged. To correct the customer's complaint, the analysis site replaced the green and blue cables. The e-clip that was damaged during disassembly was also replaced. Also, removed seals from lemo connectors and added heat shrink to the green and blue cables. After servicing, the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.